Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after surgery, the tip of the quad cutter was broken off from the barrel of the gun. There was no delay reported and a backup device was not required since the procedure was already finished, and there was no patient involved when the issue was identified.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The handpiece was returned without the distal blade holder attached. The distal blade holder was not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.